Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was confirmed. Per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367, which occurred on the homechoice (hc) during use during drain 1 of 4 last night. The home patient (hp) was not connected and the alarm cleared. The hp had started over with the same supplies then and was in fill 4 of 4. The hp wanted to end therapy. The baxter technical service representative (tsr) helped the hp with ending therapy. The tsr explained the system error (se) 2240 alarm and told the caller that they should have started over with new supplies rather than using the same supplies over again. The hp would call the registered nurse (rn) regarding the air detect alarm and reconnecting to same supplies. There was patient involvement but no serious injury or medical intervention was reported. The rn contacted baxter product surveillance on (B)(4) 2011 regarding the reported problem. The rn was not aware of the system error (se) 2240 alarm and the hp using the same supplies. The rn would follow up with the hp regarding re-training for proper therapy protocol. No further information was provided. There was no injury or medical intervention reported.